Manufacturer narrative:
The complaint device was not received at the complaint investigation site (cis) for analysis. Media was provided in the form of a photo. The photo showed the stent inside the patient and in the middle of the photo the stent was visibly protruding outwards.

Event description:
It was reported that the stent fractured. This 6 x 200 x 130 innova vascular stent was selected for use in a superficial femoral artery intervention procedure. The 85% stenosed, mildly tortuous, moderately calcified lesion was first treated with jetstream atherectomy. This innova stent was subsequently deployed, and then a second innova stent was deployed. Both stents were post dilated with a 5x200 sterling balloon. When dilating the first stent at approximately 8 atmospheres it fractured in the middle. The stent remained patent, and the physician continued post dilating the rest of the stented area without any issues. The stent fracture was visible via x-ray images and was not flow limiting. The procedure was completed and there were no patient complications.

Event description:
It was reported that the stent fractured. This 6 x 200 x 130 innova vascular stent was selected for use in a superficial femoral artery intervention procedure. The 85% stenosed, mildly tortuous, moderately calcified lesion was first treated with jetstream atherectomy. This innova stent was subsequently deployed, and then a second innova stent was deployed. Both stents were post dilated with a 5x200 sterling balloon. When dilating the first stent at approximately 8 atmospheres it fractured in the middle. The stent remained patent, and the physician continued post dilating the rest of the stented area without any issues. The stent fracture was visible via x-ray images and was not flow limiting. The procedure was completed and there were no patient complications.